Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic ventral hernia repair procedure, when tacking the mesh, the surgeon was able to load and unload the device. The tacker fired appropriately but when the tacks were deployed, none were able to fixate the mesh. Another device was used to complete the case. There was no patient harm.